Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens tore. The iol was removed through an enlarged incision and one suture was placed. The surgeon reports the outcome of event for the pt as "excellent."

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset and distal area. Other haptic was broken-gusset area (not returned). Optic was torn/split/cracked on the edge and was torn/split/cracked on two post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/29/2008 and 03/25/2008 by fax and mail. A completed questionnaire was received 04/08/2008 and 06/13/08. This report was mailed to FDA on: 07/11/2008.